Manufacturer narrative:
The user facility did not provide any patient or devices codes on their user facility report. Codes were derived based on the information provided by the user facility of the user facility medwatch report received from the FDA on 01/15/2015 and information documented by a carefusion technical support specialist on 01/05/2015 in response to a phone conversation with a user facility representative. (B)(4). The carefusion tech support specialist in conjunction with the user facility representative determined that the most likely cause of the reported event was a malfunctioning uim (user interface module). The user facility was shipped a replacement uim (user interface module) to repair the device and return it to service. The alleged faulty uim (user interface module) was received by carefusion on 01/29/2015, routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation is complete a follow-up medwatch report will be submitted.

Event description:
The following description of the event was documented by a carefusion technical support specialist in response to a phone conversation with a user facility representative. "Happened during setup. Uim [user interface module] screen stays blank during power up. The leds stay on but no screen."